Event description:
The user facility reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. And following the impella implant, "significant" bleeding was noted coming from a tear in the patient's axillary artery. A surgical repair was completed, and two units of blood were transfused. It was then noted that a small blood leak was found coming from the seam of the red impella plug. Damage to the catheter was suspected; however, the decision was made to maintain support while monitoring the pump function. The patient was noted to be doing well. After a total of approximately 23 days on support, the pump was successfully weaned and explanted in the operating room. The patient was on modest dose of dobutamine; however, otherwise the patient was clinically stable upon pump exit. The patient was on minimal respiratory support, and patient had been able to maintain an appetite and increased purposeful engagement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿